Event description:
Philips received a complaint from the customer on the v60 indicating that the device's screen brightness is low. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse recommended replacing the lcd assembly, lcd second generation cable, ui pcba to lcd second generation cable, second generation user interface, lcd tray to resolve. The customer requested onsite service for repair. The rse dispatched a field service engineer for the repair. The investigation is ongoing.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered for the liquid-crystal display (lcd) assembly aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.